Event description:
It was reported that this pacemaker has decreased from 2.5 years down to 1.5 years battery remaining during the recent checked. Data analysis showed that the power consumption of this device has been steadily increasing, and the power consumption was expected to increase. As of this time, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker has decreased from 2.5 years down to 1.5 years battery remaining during the recent checked. Data analysis showed that the power consumption of this device has been steadily increasing, and the power consumption was expected to increase. As of this time, this device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device was surgically explanted, and a new device was placed. No additional adverse patient effects were reported.